Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initiak reporter hospital: (B)(6) part# 07.702.016s. Lot # 2h53531. Manufacturing site: werk selzach logistik. Release to warehouse date: 09.aug.2022. Supplier: osartis gmbh. Expiration date: 01.aug.2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported on (B)(6) 2023, that during surgery, the surgeon could not push and pull the handle, and then cement could not be discharged. They opened the packing (did not use it) and noted the white inner core was missing. There was no surgical delay. The procedure was successfully completed. There were no adverse consequences for the patient. No additional information could be provided. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint. (B)(4).